Event description:
It was reported by the patient's legal guardian that the patient developed an infection at the pod insertion site on the hip/buttocks after wearing the pod for approximately 72 hours. Following pod removal, the patient reported pain, redness, a hardened "ball" under the skin, severe itching, and warmth at the infusion site. Over the course of approximately one and a half weeks, the condition reportedly worsened, and a 0.4 cm abscess developed, prompting medical attention. On (B)(6) 2026, the patient presented to the doctor's office at hausarztpraxis michael steiner, where a diagnosis of dermal abscess was made following a 10-minute consultation. An ultrasound reportedly confirmed the diagnosis. The patient was prescribed infecto zugsalbe (drawing ointment) to be applied once daily for one week and amoxicillin (100 ml) to be taken for five days. Following treatment, the abscess was reported to have healed; however, it remained visible with residual skin discoloration. The pod involved in the event was reportedly not available for return.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.